Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Preoperative diagnosis: degenerative disc disease procedure: percutaneous lumbar fusion l4-5 it was reported that intra-op, the tip of the custom screwdriver broke during the implantation of a cannulated screw. The bone condition of the patient was "sclerotic" thereby creating a very high torque on the driver during implantation. Screwdriver tip remained in screw inside the patient. Surgery was still completed as screw was already advanced fully. The surgeon realized that sclerotic bone can cause implanting a screw to be difficult.

Manufacturer narrative:
Product analysis :visually confirmed approximately ~3mm of instrument tip has been broken off, consistent with interface during usage. Inspection of the shaft diameter and material hardness confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload. The above findings are consistent with torsional overload.